Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia. Various reprogramming options were discussed for this situation. Furthermore, the rv lead appeared to be dislodged as sensing had decreased and showed no capture at high pacing outputs. A rv lead revision was recommended. The rv lead and the crt-d remain in service at this time. No adverse patient effects were reported.